Event description:
The customer reported a white balance issue during inspection for use involving an olympus rigid video scope. The unknown procedure was completed with the same device there was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.